Manufacturer narrative:
Other relevant device(s) are: cable 9735772 extrnl main to cam s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a deep brain stimulation (dbs) lead placement procedure. It was reported that the site had lost communication with the camera cart. It was noted that the screen has an error stating that it was contacting. This went on for 5-10 minutes while trying to reseed the cable. Another interconnect cable from a different system was used and the camera cart came back up right away. There was no delay noted and no impact to the patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the external main to camera cable of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main to camera cart cable was returned to the manufacturer for analysis. The returned cable has no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem found. The hardware investigation found that the reported event was related to a hardware issue. (B)(4). If information is provided in the future, a supplemental report will be issued.